Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and insulin flow blocked alarm. Customer stated that they feel like pump is not providing insulin to her and when she tried to prime the tube the pump was shutdown. Customer was advised to remove battery but did not received insert battery alarm. Customer reported no damage or corrosion in battery compartment. Customer was advised to insert new aa battery and restart the pump but issue was unresolved. Customer was advised to replaced the pump. Customer stated that they replaced the infusion set, tubing and insulin but it still won't work and they performed displacement test and it failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis